Manufacturer narrative:
Product complaint #: date sent to FDA: (B)(4) 2018 representative samples were returned for evaluation. During the visual inspection of samples, the swage and attachment area were as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage was observed. The samples were tested by knot tensile strength and the result was above the minimum individual strength requirement. Per the condition of the representative samples, no performance - breakage suture was found on the sutures and the tested sample met the finished goods requirements.

Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Date of procedure. Name of procedure. Device return status. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure and suture was used. During the procedure, the suture broke. There were no adverse patient consequences. Additional information has been requested.